Manufacturer narrative:
The technician investigated and was unable to duplicate the issue, the bed functioned as designed. The caregiver had admitted a child was playing on the bed at the time possibly causing the sheet to get stuck in the side rail latch so it would not stay up. The bed was most likely being used for therapy or treatment during time of failure but no injury was reported. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs any other preventative maintenance on their beds. The bed functions as designed so no repair was needed. Based on this info, no further action is required.

Event description:
The caregiver of the pt stated that the right intermediate side rail would not stay latched. The bed was located in the pt's home. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).